Manufacturer narrative:
This supplemental report is being submitted to provide g3- date received by manufacturer corrections. Correct g3- date received by manufacturer for MFR. Report #3002808148-2025-21156-00 should be 2/25/2025. Correct g3- date received by manufacturer for MFR. Report #3002808148-2025-21156-01 should be 11/12/2025, which was not late.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction field: h6(health effect - impact code) correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 3/10/2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3002808148-2025-04027-00.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and communication problem observed on connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor was getting a b30 error code. The issue was found during a therapeutic procedure (transurethral resection of prostate). The procedure was completed using a similar device. There were no reports of patient harm.